Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The head & head hilo motor drifts down after being raised.